Manufacturer narrative:
Patient-device interaction/ major bleed : the cause of the patient-device interaction problem was use related associated with securement/angle and cable-tension issues exacerbated by patient movement and resolved after corrective procedural actions.

Event description:
An impella cp was inserted via the femoral artery to support the 70 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock at pump placement. The support was initiated in the community hospital and then the patient was transferred to the tertiary center for care escalation. Underlying medical history was not shared. The cp was supporting for 1 day when the pump was explanted and care was escalated to the impella 5.5 via the axillary artery graft site. When the cp was explanted the team attempted to achieve hemostasis by the use of perclose devices x2. The first perclose was deployed but the 2nd peclose failed. The team had vascular surgery remove the malfunctioning/broken perclose device. They were successful and vascular was able to close the access site. The team was aware they had not been the one to place the cp pump and achieve the femoral access, so they were prepared for any vascular complication. They had a femstop ready, and the vascular team. Abiomed does not manufacture the perclose device that failed to achieve hemostasis at the pump insertion site and lead to this access site complication.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added updated clinical review d4: corrected the serial number, catalog number, and UDI h6: omitted e2403 and a0401. Added e0506 and a01.

Event description:
An impella cp was inserted via the femoral artery to support the 70 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock at pump placement. The support was initiated in the community hospital and then the patient was transferred to the tertiary center for care escalation. Underlying medical history was not shared. The cp was supporting for 1 day when the pump was explanted and care was escalated to the impella 5.5 via the axillary artery graft site. When the cp was explanted the team attempted to achieve hemostasis by the use of perclose devices x2. The first perclose was deployed but the 2nd peclose failed. The team had vascular surgery remove the malfunctioning/broken perclose device. They were successful and vascular was able to close the access site. Hemostasis could be achieved and bleeding prevented/resolved at the access site. The team was aware they had not been the one to place the cp pump and achieve the femoral access, so they were prepared for any vascular complication. They had a femstop ready, and the vascular team. Abiomed does not manufacture the perclose device that failed to achieve hemostasis at the pump insertion site and lead to this access site complication.

Manufacturer narrative:
D4: corrected UDI.